Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("the essure devices reside in the wall of the uterus and do not obstruct the fallopian tubes. / we felt the coils were in the myometrium of the uterus / anteriorly the coils are identified perforating the myometrium and serosal surface") and device dislocation ("displacement of essure coils into uterine body / she had misplacement of her essure coils and they were confirmed to be within the wall of the fundal uterus") in a 40 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of cervicitis, adenomyosis, depression and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, 1928 days after essure insertion, she experienced uterine perforation (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). At the time of the report, the outcome of uterine perforation was unknown. The reporter considered device dislocation and uterine perforation to be related to essure administration. The reporter commented: discrepancy noted: removal date as per argus (B)(6) 2014 as per mr: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2018: technique: the examination was performed by howard f spegman under direct fluoroscopic guidance. Fluoroscopic imaging was performed during injection of contrast through a soft-tipped catheter within the cervix. Both fallopian tubes filled. The essure devices reside in the wall of the uterus and do not obstruct the fallopian tubes. There is free flow of contrast into the peritoneum [pathology test] on (B)(6) 2018: gross description: two fallopian tubes with attached fimbriated ends. One is marked with purple ink which is indicated to be the right fallopian tube per the requisition slip. The right fallopian tube measures 5.8 cm in the length. Unmarked left fallopian tube measures 5.3 cm in length microscopic description: slides reviewed. Microscopic description correlates to diagnosis, below concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records. Uterine perforation and devic dislocation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated, event "medical device removal updated to uterine perforation. New event "devic dislocation" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 365 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 365 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.